Event description:
It was reported that at the check one day post implant, the right ventricular (rv) lead was found to have a possible dislodgement and inadequate sensing of r waves at 1.4 to 2.6 millivolts. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4).